Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8053 for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set leaked. During a docetaxel infusion, the leak was observed "from the connection between the drip chamber and the IV tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-02128. All information can be found under manufacturer report number 1416980-2022-02128. Should additional relevant information become available, a supplemental report will be submitted.